Event description:
Pt's insulin cartridge broke inside her pump without her knowledge. The pump continued to operate but no insulin could be delivered, resulting in an increase in blood glucose levels sufficient to require hospitalization.